Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable was repaired during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that an error was displayed on the workstation and the system would not boot. There was no patient injury or death reported.